Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the deployment of a round thv in a ¿d¿ shaped mitral ring may have contributed to the pvl. Placement of the vascular plugs, in an attempt to correct the pvl, caused impingement of a leaflet, contributing to the central leak. Deployment of a sapien 3 valve corrected the central leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 29mm sapien xt valve was implanted in an edwards physio ii annuloplasty surgical ring. The exact date of the sapien xt implant is not available at this time. Post valve in ring procedure, paravalvular leak (pvl) was observed. It was determined that the pvl would be treated with the placement of vascular plugs. During a procedure, a vascular plug was deployed to correct the pvl. The pvl was still present and a second plug was attempted. The second plug pushed the first plug into the sapien xt valve leaflet, causing mitral insufficiency / central leak. The possible implant of another plug was discussed; however, there was concern that the existing plugs might be dislodged. The decision was made to deploy a sapien 3 valve within the sapien xt valve. A 29mm sapien 3 valve was successfully deployed in the sapien xt valve. The sapien 3 valve pushed the first plug ¿out of the way¿, freeing the leaflet and correcting the central leak. Some pvl was still present so another plug was implanted. The p1 p2 leaks were corrected. An anterior leak was still present, but was left ¿as is¿ with no further actions taken. The procedure was completed and the patient was transferred in stable condition. At the time of this report, the patient was still hospitalized due to a ¿hematological issue¿ not related to the implanted valves. Per the physician, the valves were working well.